Manufacturer narrative:
FDA medwatch report number: mw5089915 the results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received; product serial number and patient identifiers were not provided by initial reporter.

Event description:
FDA medwatch report number: mw5089915 . It was reported that the patient presented for left ventricular lead revision. The lead was noted to be non-functional, exhibiting failure to capture at high output. Retraction of the lead was observed on chest x-ray. The lead was explanted and replaced. There were no adverse patient consequences reported.